Manufacturer narrative:
The t:slim x2 g5 user guide states "having the volume for alerts and alarms set to high will help ensure that you don¿t miss an alert or alarm." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels due to not being able to hear continuous glucose monitor (cgm) high alerts coming from the pump during nighttime. Specific bg value not provided. A review of pump volume settings indicated that the customer's cgm alert volume was set to "soft". The customer indicated that the cgm alert volume setting would be increased and acknowledged that the pump was functioning as intended. Customer addressed elevated bg by administering insulin via the pump. Customer declined to provide further information to tandem technical support regarding the issue.